Event description:
Patient has infinity implant initially. The implant is not loose but she has persistent medial pain and coupled with some tibial subsidence into varus. Surgeon decided to revise patient to inbone implant .

Manufacturer narrative:
Correction: please refer h6: device code. The reported event could be confirmed based on available information and assessment of CT scans by medical experts. The device inspection was not possible as the product was not returned for investigation. A review of device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of labelling did not indicate any abnormalities. Upon review of CT scans medical expert opined that: the CT scan shows the medical subsidence of the talar components leading to variation of tar. There is some condensed bone visible in this area. Additionally, there is little bit of radiolucency and small cyst in tibia but loosening and migration could not be confirmed. Poor bone substance is likely the underlying cause. Based on investigation, the root cause was attributed to a patient related issue. The event was caused by poor bone substance. Investigation will be reassessed, if more information will be provided.

Event description:
Patient has infinity implant initially. The implant is not loose but she has persistent medial pain and coupled with some tibial subsidence into varus. Surgeon decided to revise patient to inbone implant .

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.